Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. There has been one other complaint reported in the lot number. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A physician representative reported that following the intraocular lens (ol) implantation after four months the lens was explanted due to blurry vision, distorted and was not happy with the vision.